Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing when the pump was powered on and attempted to run an infusion it alarmed system error 322. The cause was identified to be intermittent function of the lower switch. The lower auxiliary requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.